Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, this information was not available from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ wingsets leaked blood from the tubing and needle after activating the safety device. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported blood flicks when you retract it. I have noticed it flicks blood when you retract it but I put gauze over the needle to prevent that. I haven¿t really noticed blood dripping once I have activated the safety. Event description per customer's email states, has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results in the attached form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, similar to the one attached to this email, you can give that we can standardize and safely use will be appreciated.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ wingsets leaked blood from the tubing and needle after activating the safety device. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported blood flicks when you retract it. I have noticed it flicks blood when you retract it but I put gauze over the needle to prevent that. I haven¿t really noticed blood dripping once I have activated the safety. Event description per customer's email states, has been working with you and asked me to contact you regarding the challenges we have with our butterfly needles when we attach them to vacutainers for blood draws. I asked several of my co-workers to weigh in and you can find the results in the attached form. The survey was interesting in that it revealed a variety of practice and preference. It also brought to light some infection prevention opportunities involved when the needle was placed on a surface instead of directly into the sharps container. Our manager of safety sent the instructions below and that looks like it may solve the problem of the blood flicking when the safety devise is activated and it is something we can share with our staff. However, there is still the issue of blood dropping out of the needle/tubing after the devise has been correctly activated. This may be linked to when we use vacutainers ¿ once the suction is removed the blood drips back out. Any pointers and/or handouts, similar to the one attached to this email, you can give that we can standardize and safely use will be appreciated.